Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to the system controller pcb assembly. Physio replaced the system controller pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control evaluated the removed system controller pcb assembly however, further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.